Event description:
Left common femoral with right common femoral access. A tight tourtuous lesion was noted in the right common illiac and right external illiac artery. A balloon expandable stent was placed in the common illiac stenosis without incident. Then a 9x80 protege gps was attempted to be deployed on the unilateral side, inside the balloon expandable stent and down through the external illiac stentosis which was tortuous. The physician attempted to deploy the stent, but it did not easily retract from the deployment system. On fluoroscopy imaging at this point, the protege gps stent appeared to be contained in deployment sheath, and it was retracted into sheath. The stent came out of sheath with a partial tip deployment and broken distal struts of the stent. Fluoroscopy revealed a piece of stent in external iliac artery. The rest of the case was spent retrieving the fragment of the protege gps. The piece of stent was retracted from patient after three hours. Patient was not injured.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.